Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: investigators were unable to duplicate the low battery life complaint. The pump powered on with the returned battery cap and the battery cap was able to fully tighten. The battery compartment was intact. The review of the black box data showed evidence eaw 128 replace battery alarm. During investigation the pump was connected to an external power source and the input voltage was lowered until the low battery warning threshold was reached. Pump alarmed with an eaw 177 low battery warning per normal operation. In addition, the pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump case, no evidence of moisture or loose components was noted inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display. (B)(4).